Event description:
It was reported to boston scientific corp that a prefyx pps system was used during an unk procedure performed in 2009. According to the complainant, the patient underwent treatment with the prefyx pps pre-pubic system in order to treat stress urinary incontinence. Post procedure, the patient presented with erosion of internal tissue.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.